Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 03:20 am after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. It was also discovered that the desiccants in the test strip vial were pink which indicates exposure to humidity or moisture. The end user was educated on the proper storage for test strips. The end user stated that her hands started to swell accompanied with a headache and slurred speech. Her blood glucose reading was 480 mg/dl. The end user went to the ER and upon arrival a blood glucose test was performed with the hospitals meter and the result was 291 mg/dl. She received an IV of fluid to stabilize her blood glucose level. After 4 hours in the ER the end user was discharged with a blood glucose reading of 313 mg/dl along with instructions to follow-up with her pcp. Subsequently she followed up with her pcp and her medication were adjusted with an increase in metformin and lantus insulin. No additional details were provided in regards to this medical event.